Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. Eua # (B)(4). The following has been provided by the initial reporter: he has had to self-isolate and quarantine due to one fp result with 256082 - which ultimately results in him not being able to travel. It was reported that there was one false positive.

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1091111. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: he has had to self-isolate and quarantine due to one fp result with 256082 - which ultimately results in him not being able to travel. It was reported that there was one false positive.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.